Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 18-aug-2016 it was reported that the patient had the pump refilled (B)(6) and he was able to get one bolus with the ptm (personal therapy manager), but then got an error code and it wouldn¿t work after that. Additional information was received on 19-aug-2016 from a company representative and it was reported that the patient heard his pump alarm (B)(6) and saw two codes on his ptm 8474 (pump reset) and 8478 (safe rate in use). The patient was on his way to the healthcare professional¿s office for a pump status check. No patient symptoms were reported. Additional information was received on 22-aug-2016 from a healthcare professional and it was reported that the oldest low battery reset and safe state displayed in the event logs were from (B)(6) 2016. Multiple resets were listed in the event logs. The patient had no symptoms and was taking oral meds to control pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.